Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d2, d4, d10, g1-2, g4, g5, h2, h3, h4, h6, h10. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and was conform. However, the mixing was not performed correctly, therefore part of the monomer could not flow into the cylinder. Investigation results concluded that the reported event was likely due to an handling error. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions and asking customer to refer to instructions for use if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer was not entering into the cartridge.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that monomer was not entering into the cartridge.